Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: everything was done as normal and the clips were fired according to IFU.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when firing the instrument, the clips were malformed. Another like device was used to complete the procedure. There was a ten minute delay. There were no adverse consequences for the patient reported. The device was discarded.